Event description:
It was reported that high out of range impedance and no biventricular place were noted. At a subsequent follow up, it was reported that the lead was broken. A part of the lead remained in the heart of the patient and was connected to the defibrillator with an adapter. The other part was explanted and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: a partial lead cut at 35.3 cm from the connector end was returned. Partial lead was tested and no anomalies were found. Due to the returned condition of the lead, a complete analysis could not be performed.